Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to failed arthrodesis.

Manufacturer narrative:
(B)(4). The associated devices were returned and evaluated. A nail and 3 screws were returned for evaluation. A visual inspection of the returned devices revealed the nail has fractured into 2 pieces at the distal end of the device. Both pieces were returned. The 3 screws resemble typical explanted devices. A review of complaint history revealed no prior complaints for the listed lot/ failure mode. A lab analysis was performed with the following results: it was concluded that the hindfoot fusion nail fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which lead to an overload fracture. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, and/or poor bone quality. No material or manufacturing deviations in the nail were observed during this investigation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.